Manufacturer narrative:
B5 - a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting and narrow anterior chamber. The lens was exchanged with a shorter length lens and the problem was resolved. The cause of the event was reported as unknown. H6 - health effect clinical code: 4581 - narrow anterior chamber. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Manufacturer narrative:
Claim#(B)(4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and anterior chamber angle narrowing. In a separate visit the lens was exchanged for a replacement lens and the problem was resolved. It should be noted that the patient's acd was less than 3.0mm at the time of implantation. Therefore there is not enough safety and effectiveness data to support implantation in this patient category.